Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error and it can't turn on the anymore. The customer's blood glucose value was unknown at the time of incident. The customer tried to insert a different battery but the insulin pump won't turn on. The customer did not trust the insulin pump anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify motor position encoder error alarm and perform idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm during the rewind test. No blank display noted.